Event description:
Per the clinic, the device was explanted (date not reported) for unknown reasons. Additional information has been requested but has not been made available as of the date of this report, (B)(6), 2014. The device has not been made available for analysis as of the date of this report.

Manufacturer narrative:
(B)(4). Device is currently unavailable.

Manufacturer narrative:
Per the surgeon, the patient discontinued use of the device in 2006 (specific date not reported) resulting in explantation of the device on (B)(6) 2014. This report is filed april 30, 2014. Device is currently unavailable.

Manufacturer narrative:
This report filed july 15, 2014.